Event description:
It was reported that following the implant procedure, x-ray imaging was performed and dislodgement of the right atrial (ra) lead was observed. The physician suspected the dislodgement was due to implant technique associated with the anatomy of the patient. A revision procedure was performed and the ra lead was successfully repositioned to resolve the event. The patient was in stable condition.